Manufacturer narrative:
(B)(4): the luer activated valva separated from the devices tubing during priming. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for inspection. A visual inspection showed that the luer activated valve was missing from the valve port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink buretrol solution sets luer was not glued at the connection point. The separation was identified during set-up. There was no patient involvement. No additional information is available.